Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis revealed a lead-to-can external insulation abrasion. The insulation abrasion breached the right ventricular (rv) cable lumen and was noted proximal to the suture sleeve impression region. The coating of the rv lead cables was intact and the inner coil was not exposed in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.